Event description:
A malfunction on the pump was reported, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which they acknowledged and understood.